Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the fusiform basilar artery aneurysm procedure, while deploying the subject stent inside the patient anatomy proximal part of the subject flow diverter was stuck in the re-sheathing pad. The proximal part of the subject flow diverter was not fully opened and left inside the patient's anatomy. The proximal part of the subject flow diverter was appeared to be damaged. The physician tried to open the proximal portion of the subject stent but could not be able to regain access through the subject flow diverter stent due to that the right vertebral artery was coiled off. There was no injury encountered to the patient due to this event and the patient doing well. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the fusiform basilar artery aneurysm procedure, while deploying the subject stent inside the patient anatomy proximal part of the subject flow diverter was stuck in the re-sheathing pad. The proximal part of the subject flow diverter was not fully opened and left inside the patient's anatomy. The proximal part of the subject flow diverter was appeared to be damaged. The physician tried to open the proximal portion of the subject stent but could not be able to regain access through the subject flow diverter stent due to that the right vertebral artery was coiled off. There was no injury encountered to the patient due to this event and the patient doing well. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H1 type of reportable event - corrected from malfunction to serious injury h4 manufacturing date ¿ added; d4 expiration date - added; c2/d10 concomitant products - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging/labelling prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient, the device was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the introducer sheath was properly inserted all the way into the microcatheter prior to transfer, while the introducer sheath was seated at the hub, the rhv was opened enough to allow passage of the device through without damage, the labelled inner diameter size of microcatheter used was .027, the catheter tip was not shaped. Access was through femoral. The physician was not able to deliver the flow diverter device to the target lesion. There was no resistance encountered during the flow diverter deployment. The flow diverter was not recaptured and was not removed. The issue was identified during the medical procedure. There was no unanticipated delay or prolongation to any medical procedures/treatments/therapy. The flow diverter was implanted inside the patient anatomy. The flow diverter was not removed. The diverter was deployed in the basilar artery. The distal 90% was fully opened and opposed to the vessel wall when it was deployed, the remaining 10% couldn¿t be opened after deployment. An alternative method regimen was used for this - they coiled the right vert. The current condition of the patient is doing great-was discharged. There was no injury encountered due to the reported event. There were no changes noted to the vessel wall at implantation site. The patient was not impacted by this event. The procedure was completed by leaving the flow diverter in place and right vert was coiled off. The patient¿s anatomy was not tortuous. There was no resistance encountered during navigation of the flow diverter device to the target lesion, the position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. The patient received dual anti-platelet (dapt) agents prior to the procedure and post procedure. A medical intervention was performed to open the 10% in the proximal part of the subject stent but weren¿t able to regain access through the diverter. It was not possible to use a balloon catheter to open the flow diverter due to the inabaility to recross the device. The artery was not sacrificed due to the reported event, it was part of the original treatment plan. No additional medication given to the patient due to the event. There was no surgery planned to re-open or remove the subject flow diverter. It is unsure if the partially opened flow diverter caused any obstruction to the blood flow. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event of the stent friction and the stent failed/unable to open. H3 other text : device not returned for evaluation.